Manufacturer narrative:
Additional information : upon follow up it was reported that the patient was re-trained in aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis which was manifested by abdominal pain). The breach in aseptic technique was further described as the patient made mistake. A day after the event onset, the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gm start dose, intraperitoneal, frequency and duration not reported), amikacin injection (100mg, intraperitoneal, 1bag per day, duration not reported) for peritonitis. Three days after the event onset, the patient was discharged from the hospital and was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.